Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to a door failure. A field service engineer replaced the latch on the door to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer reported that the malfunction occurred while the user was trying to issue medication to the patient. There was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.